Event description:
This is a follow-up to reporter's previous report. Reporter had a severe anaphylactic reaction after using the glove. Her dr is telling her that she cannot be in an environment where latex products are used.